Event description:
The rep is reporting that during a knee repair, the surgeon noted metal shavings emanating from 2 offset femoral aimers. Three different offsets were used, however, the surgeon cannot identify which 2 of the 3 were having this issue. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. Also see associated MDR 1221934-2009-00010 and 1221934-2009-00011.

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a failure analysis. The evaluation results will be the subject of the follow-up report.